Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A technician reported lost of suction during a refractive procedure. Upon follow up, suction loss was noted 67% of the way through the procedure. A new patient interface was used to complete the procedure.

Manufacturer narrative:
A review of historic complaints performed show that reports of suction issues against the patient interface are not malfunction related. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Reports of suction issues with the patient interface are patient and user related. (B)(4).